Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer experienced high blood glucose level. Customer blood glucose level was 500 mg/dl. Customer reports they did receive a calibration not accepted alert and then change sensor. It was unknown whether the auto mode feature was active at time of high blood glucose event. The device will not be returned for analysis.